Manufacturer narrative:
Due to character limit: e1. Event site address and telephone: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during a routine inspection that the cardiosave intra aortic balloon pump (iabp) had an automatic inflation malfunction. No patient involved.